Manufacturer narrative:
Investigation summary bd had not received any samples for investigation. However, functional tests were conducted on 10 retained samples using 30 tubes per needle. All the samples passed the tests with no evidence of damage to the device or insufficient blood flow during draw. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: insufficient blood flow. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® multiple sample luer adapter, an unspecified number of devices demonstrated insufficient blood flow. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® multiple sample luer adapter, an unspecified number of devices demonstrated insufficient blood flow. No adverse impact was reported regarding the patient or user.